Event description:
It was reported that during a routine office appointment, a right atrial lead warning was noted and an x-ray confirmed the right atrial lead was fractured. No capture, even at maximum output, and no sensing of p waves were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5034, implantable pacing lead, (B)(6) 1997. (B)(4).